Manufacturer narrative:
Date of event was changed updated fields - b3, b4, e1, g1, g3, g6, h11 corrected fields - h8 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields - b1, b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse resolved the issue by re-fixing the hinges. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
Due to character limit in block e1 event site city name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an in-hospital inspection that the hinge of the cardiosave intra-aortic balloon pump (iabp) came off. No patient was involved.